Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 33.3 mmol/l and was hospitalized for 2 to 5 hours. Customer's blood glucose value at the time of call was 15.8 mmol/l. Customer experienced flu-like, tired, confusion, increased thirst symptoms due to high blood glucose. In addition to that customer reported woke up with high bg, took bolus, blood glucose did not decrease which led to cause high blood glucose. Troubleshooting was performed and found that the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was active at the time of the event. No further patient complications were reported. Customer will continue using the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w 4.11j. Retainer ring = clear. Case type = ngp. The customer was hospitalized for alleged high bgs and possible under delivery anomaly on (B)(6) 2023. On svn (B)(4) the customer was hospitalized for alleged high bgs and keypad unresponsive on 30-sep-2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible under delivery anomaly not confirmed. No stuck button alarm, button error alarm or keypad unresponsive noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad traces, pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button, partially detached cracked retainer, cracked retainer and a partially broken retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see the boluses listed on the event date 29-sep-2023 in the pump history file on the primary svn (B)(4). 09/29/2023 07:12:22.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 9.9, bolusamountdelivered = 9.9. 09/29/2023 07:28:11.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.3, bolusamountdelivered = 0.3. 09/29/2023 10:12:28.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 8.6, bolusamountdelivered = 8.6. 09/29/2023 14:01:12.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 6.4, bolusamountdelivered = 6.4. 09/29/2023 14:01:12.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 6.4, bolusamountdelivered = 6.4. 09/29/2023 19:19:14.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 7, bolusamountdelivered = 7. 09/29/2023 22:47:24.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.4, bolusamountdelivered = 0.4. Please see below for the daily total of all insulin delivered on the event date 29-sep-2023 in the pump history file on the primary svn 000316367557. 09/30/2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 09/29/2023 00:00:00.000. Dailytotalofallinsulindelivered = 57.05. Dailytotalofbasalinsulindelivered = 17.55. Dailytotalofbolusinsulindelivered = 39.5. There were no auto suspend (12) alarm noted on the pump history file. Please see below for the user suspended alarm noted on the event date 29-sep-2023 in the pump history file on the primary svn (B)(4). 09/29/2023 07:20:36.000 insulindeliverystopped, eventtype = 30, sourceid = pump (ngp is in open loop state), historyrecordlength = 12, systemtime = 09/29/2023 07:20:36.000. Reasonforinsulindeliverysuspension = user suspended there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 29-sep-2023 in the pump history file on the primary svn (B)(4). Please see data pertaining to svn (B)(4) event date 30-sep-2023 below. Please see below for the boluses listed on the event date 30-sep-2023 in the pump history file on svn (B)(4). 09/30/2023 00:35:00.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.9, bolusamountdelivered = 1.9. 09/30/2023 11:20:02.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 7.1, bolusamountdelivered = 7.1. 09/30/2023 15:21:46.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 7.9, bolusamountdelivered = 7.9. 09/30/2023 18:51:34.000 normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 7, bolusamountdelivered = 7. Please see below for the daily total of all insulin delivered on the event date 30-sep-2023 in the pump history file on svn (B)(4). 10/01/2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 09/30/2023 00:00:00.000, dailytotalofallinsulindelivered = 42.075, dailytotalofbasalinsulindelivered = 18.175, dailytotalofbolusinsulindelivered = 23.9. There were no auto suspend (12) alarm noted on the pump history file. There were no user suspended alarm noted on the on the event date 30-sep-2023 in the pump history file on svn (B)(4). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 30-sep-2023 in the pump history file on svn (B)(4). The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Keypad/button unresponsive/button error not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.